Manufacturer narrative:
(B)(4). An unopened sample available from the lot of omniflex connectors was returned by the customer for evaluation. It is not the actual device that was in use during this event, it is a representative sample of the lot. Upon completion of carefusion's investigation, a follow-up report will be submitted.

Event description:
A customer contacted carefusion to report an issue observed with omniflex connector part# 3215a. On (B)(6) 2012, a male patient (dob (B)(6) 11) being treated for respiratory failure was suctioned using a kimberly clark pediatric inline 8fr suction catheter (B)(4) a piece of the catheter broke off and became lodged in the patient's airway. The broken piece of the catheter was noted to have 'worked' its way out of the patient's airway several days following the breakage reported. There was no known serious injury to the patient as a result. The customer believes when the omniflex connector is connected between an adapter and the patient's endotracheal tube, as the suction catheter passes through the corrugated tubing surface of omniflex part# 3215a, the inner surface is "too rough" and is causing pieces of the catheter to break off.

Manufacturer narrative:
(B)(4) evaluation summary: a representative sample from the same lot of omniflex connector was returned to carefusion. The sample was received and evaluated; no problems were observed. This complaint was not confirmed. The device history record was reviewed; the product was manufactured, inspected and released in accordance with our internal procedures and no issues were observed. The in-process manufacturing was reviewed and no problems were identified related to the issue reported. A review of the complaint history for part# 3215a did not reveal any trend related to the customer report. (B)(4).